Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump is emitting multiple loss of prime warnings for the past two days, resulting in the patient¿\'s blood glucose (bg) elevating to over 500mg/dl. The reporter was unsure if the patient was experiencing any symptoms. The patient was reportedly off the pump and on injections at the time of the initial call to animas. The patient's bg reportedly returned to normal range, 110 to 119mg/dl eventually. Troubleshooting indicated that the cartridge was not being changed to resolve the loss of primes; the cartridge reportedly had last been changed four to five days ago. The reporter was advised to change the cartridge every three days and to contact animas back if the issue continues with a cartridge change. The reporter was also advised to follow up with the patient's healthcare provider for bg management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to use error in not changing the cartridges per recommendations.

Manufacturer narrative:
The cartridge has not been returned to animas. The cartridge is not expected to be returned, as the issue was determined to be related to use error and no product defect was identified. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.